Event description:
It was reported that during an unk procedure, the stapler was not able to be opened and was stuck whilst on tissue in the body. No harm to the patient, and a new device was opened to complete the procedure successfully. Device fired successfully, jaws opened, shaft de-articulated, and then removal from the patient was attempted. The device was not able to pass the trocar and be removed from the patient, or open. The device and trocar were removed from the patient as one piece to facilitate exit. The device would not open.

Manufacturer narrative:
(B)(4). Date sent: 9/5/2024. D4: batch # 838c22. Investigation summary: this is an analysis of seven photos submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the first photo shows a post tape stating the issue on the device. The second, third, forth show a device from the jaws area and the knife slot can be seen partially advanced. The fifth photo shows a device from handle area and the indicator shows the lock symbol. The sixth photo shows a device from jaws area with a gold reload loaded and the reload seems fully fired. The seventh photo shows a device from the handle area the closure trigger is in the closed position and the red knife direction bottom is up. It should be noted that when using the reverse button ensure that the knife is fully back on its home position, if the knife remains advanced the device jaws would not open. Based on the photo the event described is confirmed, however no conclusion or root cause could be determined. Please refer to the device analysis for full analysis details and conclusion. The product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the ec60a device was returned with the joint cover damaged and one gst60d reload loaded in the device. The reload was received fully fired. After further analysis, the articulation mechanism was noted to be damaged as would not hold the articulation setting. The device was tested for functionality in the articulated position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. However, the cut was noted to be jagged due to a damaged knife. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: if the jaws do not automatically open after the anvil release button is pressed, first ensure that the knife is in the retracted position by verifying that the stroke count indicator displays ¿0¿ and knife direction indicator points towards the proximal side of the instrument, or that the knife blade indicator is in the home position. If the stroke count indicator or knife blade indicator is not in the home position, push the red manual knife reverse switch downward to reverse the knife motion and squeeze the firing trigger, completely until it rests on the closing trigger. Press the anvil release button. If the jaws do not open at this point, then gently pull the closing trigger, upward (away from the handle) until both firing and closing triggers return to their original positions. The event could not be confirmed as the device performed without any difficulties noted during the functional testing, the device opened and closed without any difficulties noted. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meet the required specifications prior to shipment. It is possible that an outside the normal use force was applied on the distal jaw creating a torque on the articulation components and breaking the articulation bar. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The damaged on the joint cover, it is possible that the device was attended to be pulled out from a trocar in the articulated position, resulting in the edge of the trocar damaging the joint cover. Please reference the instruction for use for more information. Device history review: a manufacturing record evaluation was performed for the finished device lot 868c82, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device batch number 838c22, and no non-conformances were identified. Additional information was requested and the following was obtained: was the device locked on tissue with the jaws closed? If yes, how was the device removed? No, per description above. After further clarification with surgeon the device released from tissue but was unable to exit the trocar or be re-opened. What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? This device does not have a manual override. Depressing the anvil release button was attempted. Did the jaws eventually open? No, device is returned in the original locked out state it was collected in. Was there any surgical delay? No. How's the patient doing post op? No adverse issues reported.